Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint is from a literature review from china ("comparison of total knee arthroplasty with computer navigation systems and conventional techniques". Authors: xu zhihong, et al.) It was reported that the patient developed an acute infection at day 8 after surgery. The condition was controlled at day 10 after joint debridement and irrigation. Infection is a known complication of any surgery and not a system failure. . Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
*Literature case* "comparison of total knee arthroplasty with computer navigation systems and conventional techniques". Authors: xu zhihong, et al. In this study there were 22 patients bearing genesis ii posterior stabilized knee prosthesis. It was reported that the patient developed acute infection at day 8 after surgery. The condition was controlled at day 10 after joint debridement and irrigation.